Manufacturer narrative:
(B)(4). Date sent: 2/7/2023.

Manufacturer narrative:
(B)(4) date sent: 2/8/2023. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. Additional information was requested, and the following was obtained: is the generator currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. When the burns were noticed at the follow up visit, how long was that after the initial procedure? How was the patient positioned? How was the room set up to include patient set up and where was the generator in relation to the patient? Does the surgeon believe there is there an alleged deficiency to the generator that led to patient burn and if so why? Is it possible the patient was in contact with a metal portion of the or table? What power levels was generator set to? What kind of blade did the rockerswitch pencil have in it? Answer - I have already submitted those questions to our customer and I have been awaiting their answers. I will request again, that¿s all I can do.

Event description:
It was reported that post- op to the pelvic exam under anesthesia, clitoral cyst resection procedure, the surgeon reported a patient burn adjacent to the resection sight post surgery follow up. The surgeon did not see the burn that day it was noticed at the follow up visit. The bovie connected used a valleylab/covidien rockerswitch pencil - e2515h the return lab is also a valleylab/coviden rem polyhesive audit patient return electrode reference number (B)(4). Unknown of any patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one) most was 1st degree but there were small areas of 3rd degree. First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches)? Topical care with silvadene cream. Besides the burn, did the surgeon experience any adverse consequence due to the issue? We are 2 weeks out, so none yet but you never know until she is completely healed. Are there any anticipated long-term effects from the burn or injury? She may have some residual numbness of the skin in that area but we have to wait several weeks out until she heals to see. I saw the patient today in followup and she is actually recovering well and the area looks much better than last week. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the generator currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. When the burns were noticed at the follow up visit, how long was that after the initial procedure? How was the patient positioned? How was the room set up to include patient set up and where was the generator in relation to the patient? Does the surgeon believe there is there an alleged deficiency to the generator that led to patient burn and if so why? Is it possible the patient was in contact with a metal portion of the or table? What power levels was generator set to? What kind of blade did the rockerswitch pencil have in it? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.